Event description:
It was reported, that the error message "ac voltage error" was displayed on the cardiohelp and therefore the battery was not charging. The failure occurred prior to use. No harm to any person has been reported. As an ac voltage error occurred in pairing with battery not charging, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported, that the error message "ac voltage error" was displayed on the cardiohelp and therefore the battery was not charging. The failure occurred prior to use. No harm to any person has been reported. As an ac voltage error occurred in pairing with battery not charging, a report is required. A getinge technician investigated the device. The power connection cable between the hmi board and the sensor panel was not correctly/fully plugged into the port during manufacturing. Therefore, a secured connection was not guaranteed. No parts were replaced, as plugging in the cable correctly solved the failure. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and "ac voltage errors" could be confirmed several times. No battery charging failures could be confirmed within the log files. According to the technician, the root cause was, that the connection cable was not securely fixed during manufacturing. In order to investigate further an internal nonconformity was initiated on 2026-06-15. The cardiohelp system has a redundant power supply of an external power supply and battery supply. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. An ac voltage error can occur if the device was disconnected/connected within 5 seconds. Based on the results the reported failures "ac voltage error" and "battery not charging" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2025-04-21 till 2026-04-21). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the (B)(6) market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.